Manufacturer narrative:
Additional information received; it was reported the ia endoleak was unresolved at the time of patient study exit. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 66mm diameter abdominal aortic aneurysm. Maximum diameter of aneurysm noted as 66mm at index procedure. It was reported on follow up CT approximately 8 years post the index procedure a type ia endoleak was identified (85mm diameter aaa). Re-intervention was carried out with the implantation of an aortic cuff. Per the investigator the cause of the event is not device or procedure related. Per the sponsor the event is possibly device related. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Additional information received reported that the onset date of the previously reported type ia endoleak was updated to the date of the intervention. The investigator assessed the event to be device related. The event was also assessed by the sponsor as device related. It was reported that during the intervention implantation of a cuff was planned but was postponed to another date by the patient, so no action was taken. The patient was asymptomatic. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated fdc code at investigation completion. If information is provided in the future, a supplemental report will be issued.